Event description:
The customer reported a right monitor communications failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface board and the right monitor. System operates as intended. (B) (4).